Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. The device met relevant specifications. The product had not caused the reported failure. Visual evaluation of the returned sample noted received 1 used all silicone foley catheter attached to the drainage bag and 6 unopened lubri-sil ic pouch. Visual inspection noted flush the sample port and filled the drain bag and no leaks observed. The six lubri-sil catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and no leaks observed. The balloon was allowed to rest and with the syringe attached the balloon deflated passively with no issues. The photo sample was returned and could not be evaluated for the reported failure. No root cause could be found because the reported event was unconfirmed. A DHR was not required since the reported failure was unconfirmed. As the reported event was unconfirmed a labeling review was not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the leak was confirmed five hours later on the ward after the operation was detained. When they investigated where the leak was, they found that it was from the sample port of the foley catheter. The balloon had already deflated when it was removed. The representative stated that there was one used product and the lot number could not be confirmed as there was no leaflet. No abnormality was found in the sample port or surrounding area. There were 6 unopened products and all the 6 had the same lot number.

Event description:
It was reported that the leak was confirmed five hours later on the ward after the operation was detained. When they investigated where the leak was, they found that it was from the sample port of the foley catheter. The balloon had already deflated when it was removed. The representative stated that there was one used product and the lot number could not be confirmed as there was no leaflet. No abnormality was found in the sample port or surrounding area. There were 6 unopened products and all the 6 had the same lot number.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.